Manufacturer narrative:
The previously reported evaluation conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the pump found c300. The pump battery had high resistance.

Event description:
(B)(6) 2015 images 37721, 37722, 37723; mpxr 269157, (rep, hcp): it was reported that the patient noted the pump was alarming around 2:00 am on ¿saturday morning¿ ((B)(6) 2015) and later that morning began having symptoms of withdrawal. The patient experienced nausea, vomiting, chills, and fever. The patient went to the emergency room and the pump was in motor stall without recovery. The patient was scheduled for pump replacement at 1:00pm on the date of this report. The patient was given a prescription for oxycontin for the weekend to treat pain. The pump logs indicated that on (B)(6) 2015 at 16:43 a pump reset occurred due to low battery and the pump was in safe state. The reset message remained the following day when a pump refill was performed and configuration changes were made. The pump was used to infuse morphine. No patient outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent. Information omitted from (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).